Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit passed displacement test. Unit received with cracked retainer, scratched case, battery tube threads - cracked, cracked case-corner of belt clip rails and missing display window/cover. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked clear retainer ring was noted. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer received the safety notification for the damage to pump fa 896. No more information about the ring. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue pump use and revert to a backup plan as per health care professional instructions. The pump was returned for analysis.